Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump has not been delivering insulin and that the insulin ends up on her clothing instead. The patient has experienced several hyperglycemic episodes with multiple blood glucose readings above 520 mg/dl; she states that the high blood glucose events have been occurring for a month. The customer did not report any symptoms associated with her hyperglycemia, and stated that she treated her blood glucose with an insulin pen. However, the insulin pen does not bring her sugar all the way down like the insulin pump therapy does. The customer stated that the pump functions as it is supposed to and she believes that the infusion set is the problem. The customer was advised to consult her health care provider. No products were returned, and the customer was shipped two kinds of serters and three kinds of infusion sets so she can decide which one she prefers and order those from her doctor; all sets come from the same box.